Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had three no motor movement or negligible movement retries to free a stuck motor failed. Alarms while changing the reservoir. There is no confirmation if the customer was able to clear the alarm and complete the rewind process. Customer¿s blood glucose was unknown. It is unknown if auto mode was active at the time of the event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump error 38 alarm during the rewind test, problem isolated to the motor assembly. No physical damage noted on the motor assembly during visual inspection. Unable to perform the displacement test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarm.